Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated they were having back pain and turned their stimulation on and a minute after it just turned off by itself; patient commented a few days before it was hard to turn on and just isn't working properly. Patient reported settings not available oor message and indicated seeing this a few days ago. Patient reported their implant is charged to 50% and the oor message appears in all therapy groups. Agent reviewed message and role of manufacturer representative (rep)  and provided national answering service number. The patient was redirected to their healthcare provider to further address. Pt called the national answering service number and was transferred to patient services. Agent explained that the hcp office should contact the number to schedule an appointment with the rep. Pt confirmed understanding and ended the call.